Manufacturer narrative:
Device is a combination product. (B)(4). A stent delivery system (sds) was returned for analysis without the manifold. A visual and microscopic examination of the crimped stent found stent damage. The 3 most distal stent struts appeared undamaged and crimped in place; the remained of the stent was damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break within the strain relief 20mm proximal of the distal end of strain relief. The strain relief/manifold hub was broken at this site also. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. Subsequently, dilatation was performed again with a maverick balloon catheter and the procedure was completed with a different size synergy drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.